Event description:
It was reported that the renasys pump was plugged in charger after battery low alarm - green light ( indicating charger connected) on, but the pump was not charging.

Manufacturer narrative:
(B)(4).